Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the stent came off of the balloon while inside the patient. While trying to deploy the stent in the calcified vessel, as they were trying to bring it back, it got caught on the calcium. The promus stent delivery system (sds) was removed and replaced with another company's 3.0 x 12 mm balloon catheter. The balloon catheter was able to get inside of the sent and push it across the lesion and deploy it successfully. There were no adverse effect to patient. A second promus stent was deployed proximal to the first stent to treat another lesion. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation: the inability to cross a lesion and resistance in the patient anatomy can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interactions with other devices, device size selection, and accessory device support. The lesion was heavily calcified, and may have contributed to the dislodgement. It is possible that as the sds was manipulated in the anatomy an interaction between the stent implant and the calcified lesion led to the dislodgement, though this could not be confirmed. Without the device returned for analysis, a definite root cause for the dislodgement cannot be determined.